Event description:
Distributor called regarding getting high results when checking the devices calibration this was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.